Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 02-dec-2020, UDI#: (B)(4). Product ID: envpro-16, serial/lot #: (B)(4), ubd: 10-sep-2021, UDI#: (B)(4). Product analysis: the products were not returned; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed into a patient with a heavily calcified, bicuspid native aortic valve. It was observed that the aortic root was quite horizontal. The delivery catheter system (dcs) advanced through the anatomy with no issues. On the first deployment attempt, the valve was too high and was recaptured. On the second deployment attempt, the valve was deep and was recaptured a second time. On the third deployment attempt, the valve was positioned about 3 millimeter (mm) below the annular level and the valve was released. Upon removal of the dcs, the nose cone was unable to be centered due to the patient's horizontal aorta and dislodged the valve above the annular level. The valve dislodged above the native sinus without obstructing the coronaries. A second transcatheter bioprosthetic valve was loaded with a new dcs and crossed the patient's anatomy without any issues. While trying to advance through the first dislodged valve, tension in the system was reported and the system was retracted from the ascending aorta. A second attempt was made to pass the first valve, but tension was felt due to the horizontal aorta positioning. Hypotension was observed and the patient became unconscious. An angiogram and echocardiogram indicated an aortic dissection with a rupture extending towards the pericardium. Following the complications, the patient died. No autopsy was performed. Per the physician, the death was not caused by device issue as the patient's aorta wall was very poor and weak which probably caused the rupture.

Manufacturer narrative:
Product analysis: the products were not returned; therefore, no product analysis could be performed. A device history record (DHR) review was performed on the delivery catheter system (dcs) lot (0009916763) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Conclusion: the reported event indicated that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The valve was released on the third deployment attempt, however, upon removal of the dcs, the nose cone was unable to be centered due to the patient's horizontal aorta and dislodged the valve above the annular level. Dislodgement of the valve by the distal tip of the dcs is related to operator technique or experience; the instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. While trying to advance the second valve and dcs through the first dislodged valve, tension in the system was reported. A second attempt was made to pass the first valve, but tension was felt due to the horizontal aorta positioning. The tension indicates there was difficulty advancing the system. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, and tortuousity). In this case, the horizontal aorta was the most likely cause of the advancement difficulties. It was reported that hypotension was observed, and an aortic dissection with a rupture extending towards the pericardium was observed. Based on the information available, it is unknown if the hypotension was related to the vascular complication. Hypotension is a known potential adverse effect the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and could occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Cardiovascular injuries, such as dissection and rupture, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. With no angiographic evidence for review, the cause of the dissection cannot be determined. It was reported that the patient's aorta wall was very poor and weak which probably caused the rupture. Following the complications, the patient died. Per the physician, the death was not caused by device issue. No autopsy was performed. With the information available, a conclusive assessment of the relationship between the death and the device could not be reached. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. H6. Eval code-conclusion updated to 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: eval method code for valve serial number (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.